Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted visual inspection of the returned device. During visual analysis of the returned device, it was found to be ruptured and received in two parts. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture, upper back pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture (grade unknown) and rupture. In sometime in 2011, the patient experienced a left-sided lump, odd shape and firmness of the left breast, and upper back pain. As a result, the patient was recommended for mammogram, CT scan, and chest x-rays. The results of mammogram and CT scan indicated the left-sided rupture. The diagnosis was confirmed via physical examination. As a result, the patient underwent removal and replacement with an unspecified mentor gel breast implants on (B)(6) 2021. The catalog number of the replacement device is either 3504751bc, 3505001bc, 3505251bc or 3505501bc. The event date was estimated as (B)(6) 2011 based on available information.